Event description:
It was reported to boston scientific corporation in 2007 that a radial jaw 4 single-use biopsy forceps jumbo device was used during a procedure performed the day prior (patient gender, age, and weight are unknown). According to the complainant, after inserting the radial jaw 4 single-use biopsy forceps jumbo device into the scope, it was noticed that the pull wires were separated from the head of the forceps. The procedure was completed with another radial jaw 4 single-use biopsy forceps jumbo device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.